Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the rep. The locking button did not work well. There was no consequence to the pt.

Manufacturer narrative:
Device was not returned for eval.